Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific left ventricular (lv) lead exhibited oversensing of atrial signals on the lv channel. The oversensing caused pacing inhibition on the lv lead. Technical services (ts) determined lv sensing was off prior to the oversensing episode. Ts suspected lv sensing was turned on for in-clinic testing and was not turned off after. Ts recommended reprogramming lv sensing off. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.